Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms for which the patient was scheduled to undergo a lead revision. Prior to the procedure, the ra pace impedances were measured at 726 ohms. Initially, a connection issue was suspected, but upon opening the device pocket and inspecting the lead-to-device connection the physician was satisfied that it was fully inserted. The lead was tested via pacing system analyzer (psa) returning normal values but when reconnected to the device exhibited a jump in measurements to 1,200 ohms. The increased/high measurements were intermittent but could not be replicated with manipulation of the device or lead. The physician elected to replace the device and once the ra lead was connected pace impedances greater than 3,000 ohms continued to be observed. The physician then attempted to replace the ra lead though it was found that venous access was occluded and not possible at that time. It was further noted that additional instances of noise were observed near the conclusion of the procedure. The physician elected to leave the ra lead implanted with the new device and continue monitoring the patient at routine intervals. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in the lead barrels. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited high out-of-range pace impedance measurements greater than 3,000 ohms for which the patient was scheduled to undergo a lead revision. Prior to the procedure, the ra pace impedances were measured at 726 ohms. Initially, a connection issue was suspected, but upon opening the device pocket and inspecting the lead-to-device connection the physician was satisfied that it was fully inserted. The lead was tested via pacing system analyzer (psa) returning normal values but when reconnected to the device exhibited a jump in measurements to 1,200 ohms. The increased/high measurements were intermittent but could not be replicated with manipulation of the device or lead. The physician elected to replace the device and once the ra lead was connected pace impedances greater than 3,000 ohms continued to be observed. The physician then attempted to replace the ra lead though it was found that venous access was occluded and not possible at that time. It was further noted that additional instances of noise were observed near the conclusion of the procedure. The physician elected to leave the ra lead implanted with the new device and continue monitoring the patient at routine intervals. No adverse patient effects were reported.